Manufacturer narrative:
MDR report # 2249697-2007-00039. Device not rec'd, no eval will be performed. If the device becomes available, a supplemental report will be issued.

Event description:
The facility reported on behalf of the customer that the pt underwent a revision of acetabular left total hip replacement. It is reported that the hip was dislocated and the surgeon removed the head from the restoration stem and replaced the liner from the trident shell and inserted a constrained liner.